Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, stress problems may be a possible cause of the malfunction. The most probable cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the cysto-nephro videoscope exhibited a detached adhesive at the distal end. There was no patient involvement.